Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a flow verification test step during testing. The device was recalibrated to address the issue, device re-tested and passed. Additionally, the device was found to have missing/displaced rubber feet. The enclosure feet were replaced to address the issue. This issue is not related to the reportable malfunction/issue.